Event description:
Bayer case number: (B)(4). Swollen abdomen [swollen abdomen] sensitivity to cold [cold intolerance] sensitivity noise [sound sensitivity increased] headaches [headache] sudden fatigue (never normal) [fatigue] muscle pain [muscle pain] joint pain [joint pain] tendon pain [tendon pain] muscle pain [muscle pain] tendon pain [tendon pain] joint pain [joint pain] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 27-sep-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("swollen abdomen") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced abdominal distension (seriousness criterion medically important), temperature intolerance ("sensitivity to cold"), hyperacusis ("sensitivity noise"), headache ("headaches"), fatigue ("sudden fatigue (never normal)"), a first episode of myalgia ("muscle pain"), a first episode of arthralgia ("joint pain"), a first episode of tendon pain ("tendon pain"), a second episode of myalgia ("muscle pain"), a second episode of tendon pain ("tendon pain") and a second episode of arthralgia (" joint pain"). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to abdominal distension, temperature intolerance, hyperacusis, headache, fatigue, the first episode of myalgia, the first episode of arthralgia, the first episode of tendon pain, the second episode of myalgia, the second episode of tendon pain or the second episode of arthralgia. The reporter commented: (female) patient¿s current status: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Swollen abdomen [swollen abdomen] sensitivity to cold [cold intolerance] sensitivity noise [sound sensitivity increased] headaches [headache] sudden fatigue (never normal) [fatigue] muscle pain [muscle pain] joint pain [joint pain] tendon pain [tendon pain] muscle pain [muscle pain] tendon pain [tendon pain] joint pain [joint pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 27-sep-2024. The most recent information was received on 08-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("swollen abdomen") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced abdominal distension (seriousness criterion medically important), temperature intolerance ("sensitivity to cold"), hyperacusis ("sensitivity noise"), headache ("headaches"), fatigue ("sudden fatigue (never normal)"), a first episode of myalgia ("muscle pain"), a first episode of arthralgia ("joint pain"), a first episode of tendon pain ("tendon pain"), a second episode of myalgia ("muscle pain"), a second episode of tendon pain ("tendon pain") and a second episode of arthralgia (" joint pain"). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to abdominal distension, temperature intolerance, hyperacusis, headache, fatigue, the first episode of myalgia, the first episode of arthralgia, the first episode of tendon pain, the second episode of myalgia, the second episode of tendon pain or the second episode of arthralgia. The reporter commented: (female) patient¿s current status: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.